Event description:
It was reported that the lower right portion of touchscreen display was unresponsive. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.